Manufacturer narrative:
It was discovered during failure analysis that the contact pins are burnt.

Event description:
The tps universal driver was sent for evaluation because it was running on its own without activation during a procedure. The procedure was completed with readily available alternate device without any procedure delay. No adverse event was associated with the device.